Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a "no power" event was not observed in the black box. Black box does show one cs 054 error on (B)(6) 2015 and one cs 052 error and one cs 054 error on (B)(6) 2015. "Por" events observed in the clearing of the cs 052/054 errors. The pump powers with returned battery cap. Battery cap is unable to fully tighten. The battery cap threads were found to be damaged. Battery compartment cracks were observed in thread area and below grip pad. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power or cs 052/054" event was not duplicated during investigation. Investigators removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.